Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the stylus and cursor did not align on the screen and calibration did not resolve the issue. The bezel shield assembly and stylus were replaced and the stylus was calibrated to the touch screen. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated with the screen. The stylus was replaced, but the issue was not resolved. The programmer was returned to service. There was no patient involvement.